Manufacturer narrative:
(B)(4). Batch # ni.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after the first firing with a black load the anvil was bent. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2016. Batch # n55k5j. The analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.